Event description:
It was reported that the patient with this pacemaker experienced infection and vegetation on the right ventricular (rv) lead. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this pacemaker experienced infection and vegetation on the right ventricular (rv) lead. Subsequently, the patient underwent a revision procedure and this system was explanted. No additional adverse patient effects were reported.